Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has 4 devices (one pcu and three channels) that the hospital would like inspected. It was reported that one of the pumps emptied an entire bag of heperin into a patient. They are unaware of which pump out of the three was the one that it allegedly occurred on. The sn#s are (B)(6). This occurred on hospital's 7th floor, and this is what was reported to customer "hep gtt started at 2235 (B)(6) 2026 ran at 18ml/hr (1800 units /hr) for 6hr then was held for 1 hour and restarted for approx 1 hour at 14ml/hour (1400unit/hour) but during shift change bag was found to be empty/completely infused". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-03987 is a concomitant. Please refer to manufacturer report number 2016493-2026-03922, which captured the correct suspect device per investigation report.

Event description:
It was reported that the customer has 4 devices (one pcu and three channels) that the hospital would like inspected. It was reported that one of the pumps emptied an entire bag of heperin into a patient. They are unaware of which pump out of the three was the one that it allegedly occurred on. The sn#s are (B)(6). This occurred on hospital's 7th floor, and this is what was reported to customer "hep gtt started at 2235 (B)(6) 2026 ran at 18ml/hr (1800 units /hr) for 6hr then was held for 1 hour and restarted for approx 1 hour at 14ml/hour (1400unit/hour) but during shift change bag was found to be empty/completely infused". There was patient involvement, however outcome is unknown.